Event description:
The site contacted berlin heart clinical affairs (ca) on (B)(6) 2014 via the clinical affairs hotline to inquire about a noise that were making from two excor blood pumps in a pt supported by bivad configuration. The site described the noise as "sloshing" noise. However, no change in pump function was reported. The site sent a video of the pump and after consultation with the attending surgeon berlin heart recommended changing the pumps. The site changed the rvad (serial #(B)(4)) first and since the noise did not disappear, site changed the lvad (serial #(B)(4)) too. The pt did not experience any adverse events as a result of the blood pump exchange.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from 02/11/2014 to 06/20/2014 (119 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our spec and no abnormalities were found in the records. The eval of the blood pump sn (B)(4) is still ongoing.